Manufacturer narrative:
Combination product: yes. Upon receipt, the lead was found cut 10 cm distal to the is1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The ring electrode was found covered in fibrotic growth. Calcifications are known to cause high pacing thresholds and is thus assumed to be the root cause of the clinical observation. Furthermore, the insulation and conductor coil were found damaged in several regions and the fixation helix was bent. These damages probably occurred during the extraction procedure due to mechanical stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead was explanted during device upgrade due to slightly increased threshold. No adverse patient events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.